Manufacturer narrative:
(B)(4). This is 1 of 3 allegations of signal loss. The patient reported 3 instances in which each event has similar details but occurred on different event dates. Please see the following related complaint records (B)(4). Please disregard h6 health effect clinical code - 2199 no clinical signs, symptoms or conditions as these codes are not applicable for this report.

Event description:
It was reported that a signal loss occurred. The date of the event is an approximation. This is 1 of 3 allegations of signal loss. The patient reported 3 instances in which each event has similar details but occurred on different event dates. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No serious or prolonged patient harm or medical intervention was reported.